Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe had missing scale markings the following information was provided by the initial reporter: customers complain multiple defective and contaminated bd syringes identified by their production operators during visual inspection of bd syringes prior to use for production. The following batches were identified to contain foreign particles/contamination: 1 ml bd syringe (lot: 3009800) found with measuring markings missing. 1 ml bd luer lock syringe (lot: 2208872) found with large gouge on the side of the syringe. 5 ml bd luer lock syringe (lot: 1350346) with gouge, foreign particles/contamination inside identified in multiple syringes. Case number: (B)(4). Https://bdxga.lightning.force.com/lightning/r/case/500q8000007zfyjiac/view. Pic : mohammad.zaman@gms-aus.com. P:+61 2 9503 8100.

Manufacturer narrative:
Review of the DHR showed that no abnormality was observed during production run of this reported batch. Current control there is a daily qa routine volumetric test in place to determine precision of scale on assembled syringes. Probable cause could be due to machine stoppage associate not proper line clearance. The nonconformance part process to next operation. Proposed action plan: 1 communicate associate on the importance of line clearance and removing defective parts as it may led to customer/user dissatisfaction, thereby to raise awareness of associate on the reported defects. Effectiveness check plan: 1 conduct interview to production technician to verify that the associates aware on the importance of line clearance and removing the defective parts as it may led to customer/user dissatisfaction. Acceptance criteria: zero nonconformity during interview.

Event description:
Customers complain multiple defective and contaminated bd syringes identified by their production operators during visual inspection of bd syringes prior to use for production. The following batches were identified to contain foreign particles/contamination: 1 ml bd syringe (lot: 3009800) found with measuring markings missing. 1 ml bd luer lock syringe (lot: 2208872) found with large gouge on the side of the syringe. 5 ml bd luer lock syringe (lot: 1350346) with gouge, foreign particles/contamination inside identified in multiple syringes. Case number: (B)(4). Https://bdxga.lightning.force.com/lightning/r/case/500q8000007zfyjiac/view. Pic : xxxxx . P: xxxxx.